Event description:
Major pump unit(s) involved: blood pump; drive unit failure; device thrombosis. Additional text: heartmate ii lvad with high pump powers and pump failure; suspect thrombus in pump; heartmate ii lvad with high pump powers and pump failure. Specific component(s) involved: pump drive unit malfunction. Additional text: high pump powers, pump malfunction. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of internal battery; replacement of external controller; replacement of internal controller; replacement of driveline; replacement of inflow graft; replacement of outflow graft; replacement of pump; replacement of externa. Other intervention : type: lvad.

Event description:
Major pump unit(s) involved: blood pump, drive unit failure, device thrombosis specific component(s) involved: pump drive unit malfunction